Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. A visual inspection of the instrument found the upper portion of the trigger to be broken. No other visual abnormalities were observed. This condition prevents functional evaluation. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur when attempting to fire with: no loading unit, a previously fired loading unit or an improperly seated loading unit. In these cases, the interlock is engaged and firing through the interlock causes damage to the inner portion of the trigger. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open lobectomy procedure, while the stapler being applied on the lobe, the device did not fire and did not perform full and complete squeezes of the handle. The doctor used another stapler to resolve the issue and complete the case. No patient injury.